Event description:
Ten minutes after initiating IV fluids via the patient's infusaport the patient touches her chest over her heart and reports not feeling well. Auscultating her heart tones shows rapid bursts of heart beat intermittently with irregular rhythm. The patient denies chest pain, sob, and dizziness and is not diaphoretic. EKG done. Palpitations persist throughout the day. Chemotherapy is given via peripheral site. At the completion of her treatment the patient goes to radiology and a chest x-ray reveals that the infusaport had detached and migrated into her heart" the patient was transported to another facility and the device was removed. This is the third similar occurrence this year. The device was implanted 2 years ago. The break was on the distal end.